Event description:
Caller (customer's wife) reported the customer was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Caller further reported that on (B)(6) 2014, while on their way to visit their grandson in the hospital between 10am and 11am, customer experienced symptoms described as confusion, slurred speech, and profuse sweating. Upon arriving at the hospital at approximately 11:30am, they went to the emergency room and a reading of 560 mg/dl was obtained on the hcp meter. Customer was admitted to the hospital around 1:00pm and was "hooked to an IV (intravenous) infusion and injected three times with 10 units of fast-acting insulin at different intervals". No further information was provided by the caller as she declined to continue troubleshooting, but it was stated the customer was released from the hospital the next day, (B)(6) 2014, at approximately 4:00pm. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with button depression not with test strip insertion. Blank screen was not observed. Upon further investigation the meter was disassembled and a raised pin #6 was observed in the strip port. The pins located in the strip port align with the electrodes on the test strip, and therefore if one of the pins is bent or raised, the test will not be conducted. No additional issues were identified during extended product investigation. Test strip label copy instructs users to not bend, cut, or alter the test strip in any way. This is a final report.